Event description:
It was reported to philips that the system was not turning on. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, electrophysiology atrial fibrillation ablation procedure was performed by the customer when the issue occurred, and the procedure was delayed in 45minutes and completed by moved the patient in another room. The philips field service engineer (fse) inspected the system on site and confirmed that system was not turning on. Upon troubleshooting fse tried to restart the system still the issue persisted and the pcs in the m cabinet were not powering on and identified the faulty ups. To resolve this issue, fse bypassed the ups. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was correctly updated.